Event description:
It was reported by a medical professional that on (B)(6) 2016 a vns patient was having an increase in seizures and they increased the patient¿s medications and increased the vns settings as a result. It was also stated the patient was experiencing dysphagia as a result of this increase in therapy and may be choking on her food. She was being assessed for esophageal dilatation to resolve the issue. Additional relevant information has not been received to-date.

Event description:
Follow-up from the physician provided that the increase in seizures was not related to vns, and that the increase in seizures was not worse than before the patient had vns. The vns was reported to be working properly.